Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device showed an "error:1 defib failure cycle power" message and failed to discharge energy during a pt event. A second defibrillator was used on the pt. The customer reported that the involved pt died.